Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The field service technician investigation could not duplicate the reported problem; thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf)/ remaining time on dialysis (rtd) times was not recording. A field service technician (fst) performed a ultrafiltration validation procedure and with functional tests and could not duplicate the uf/rtd times error. The heat disinfect was completed. Upon follow-up, the bmt confirmed the reported issue. The bmt stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The bmt stated that the uf function did not turn on at the start of treatment and the rtd time was not recording. The bmt stated that the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The machine had 366 hours and had no previous machine issues documented. The bmt stated that the machine was services but has not yet been placed back in service.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf)/ remaining time on dialysis (rtd) times was not recording. A field service technician (fst) performed a ultrafiltration validation procedure and with functional tests and could not duplicate the uf/rtd times error. The heat disinfect was completed. Upon follow-up, the bmt confirmed the reported issue. The bmt stated that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The bmt stated that the uf function did not turn on at the start of treatment and the rtd time was not recording. The bmt stated that the nursing staff was able to adjust the uf times to match the remaining time to dialyze (rtd) so the patient could complete treatment on the same machine and meet their intended uf goal. The machine had 366 hours and had no previous machine issues documented. The bmt stated that the machine was services but has not yet been placed back in service.